Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged false positive results for two patient samples with the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). On (B)(6) 2021 the customer reported that they received potential false positive results for a patient being screened as an emergency room patient with cardia symptoms. The patient was tested using the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)) that generated sars-cov-2 positive, influenza a positive and influenza b positive results. The lab manager discussed with the emergency room healthcare providers that the results were not accurate. The patient was not retested due to routine screening and the patient not having any symptoms. The customer report that they received potential false positive results for a second patient that was being screened as an emergency room patient with cardia symptoms tested with the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)) that generated influenza b positive results. The provider questioned the results however, the patient was not retested. Patient sample was collected using nasopharyngeal swab and universal viral transport media 3ml. There was no allegation of harm to the patients. The results for both patients were reported out to the patient and/or personnel treating the patient. Two mdrs will be filed, one for each of the sample identified per FDA guidance.